Event description:
The customer observed false nonreactive architect anti-hcv result for one patient that did not match with the patient¿s historical results which were positive. No specific data or patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list number: 06c37, that has a similar product distributed in the us, list number: 01l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect anti-hcv, list 06c37-78, abbott gmbh, wiesbaden, germany to the architect i2000sr processing module, list 03m74-02, abbott laboratories, irving, texas, USA. MDR number 3016438761-2022-00411-00 has been submitted and all further information will be documented under that MDR number.this follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.